Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: dexcom g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been to the emergency room (ER) with hyperglycemia on (B)(6) 2026. The patient's blood glucose levels (bg) reached 354mg/dl while wearing the pod on their abdomen for longer than 48 hours. The patient did not share any symptoms reported besides bg levels kept rising. The patient changed pod thinking that the issue was with the pod, but the high bg levels never went down. The patient's doctor instructed them to go to the ER. The patient was treated with fluids and was in the ER for around 8 or 9 hours being released the same day. The pod was removed at the hospital.